Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of low pacing impedance on the right atrial (ra) lead. The ra lead was capped and replaced (B)(6) 2021 during routine device change out procedure. There were no patient consequences and the patient was discharged.